Event description:
Argyle chest tube was labeled 16fr on the container. It was placed and then an attempt was made to connect this chest tube to the drainage tube. The chest tube split on the distal end. In addition, it was noted that the chest tube was labeled on the actual tube as a 20 fr. But a comparison was made between that tube and both a 16 and 20fr, and it appeared to be the same size as a 16fr.====================== health professional's impression======================tube was mislabeled (stated different size on outside packaging than on the tube itself), which could have caused serious issues.